Manufacturer narrative:
B5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email from the customer on 08-dec-2022 and attached by the manufacturer into the complaint. This error occurred during routine in between patient check with our equipment team.

Event description:
It was reported that the pump exhibited alarm code 46011. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found tamper seal removed and scratched lens. The reported issue of error code alarm was duplicated at power up. It was found that the main board is faulty. Replaced main board to correct the reported issue. With no indication of a manufacturing defect during the investigation, no device history review was performed. A review of the service history found the device has not been in previously for service.